Event description:
Event description guidant received information that, 6.6 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) recorded twenty episodes of non-sustained ventricular tachycardia (nsvt) due to noise on both the rate/sense and shock channels. Pacing was not inhibited and lead diagnostics were reported to be normal for all leads. Noise pattern was confirmed with patient isometrics.